Event description:
Same case as MDR ID # 2134265-2013-00362. It was reported that during a percutaneous transluminal coronary angiography (ptca) procedure, stent damage occurred. The 90% stenosed lesion was located in the tortuous diffuse diseased right graft. A filterwire ez embolic protection system was in place. A 4.0 x 24mm promus element plus stent was implanted in the right graft. During the attempt to retrieve the occluded filter wire ez with the retrieval sheath, the proximal end of the stent accordioned. There was 'great difficulty' getting anything back thru the stent causing slow flow and no re-flow in the vessel. Finally the filter was successfully pulled out without the retrieval sheath and flow was regained. Another stent was implanted to resolve the deformation issue. No further patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is a combination product.age at time of event: 18 years or older.(B)(4).device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).